Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right posterior tibial artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, the device got stuck with a jupiter fc guide wire. The catheter and guide wire were removed by force as a single unit, and no damaged was observed on the device. The procedure was completed with a different device. There were no patient complications nor injuries reported.